Event description:
Underdelivery. The customer contact indicated that the event was the result in an operator error in programming the device. At 1630, the pump was delivering 20gm of methotrxate in 1000ml at a rate of 62.5ml/hr instead of the physician ordered rate of 250ml/hr over 4 hours. After an unspecified time, the error was noted and the pump was reprogrammed to deliver at the intended rate. There were no reoprted adverse patient effects and no medical interventions were required. Though requested, no additional info was provided.